Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose. The customer sates they were in an accident that was caused by low blood glucose levels, and their device was damaged. The customer states they do not remember their blood glucose level at the time of incident. The customer declined to troubleshoot for low blood glucose levels. The customer states there are cracks on the screen, and blue ink leaking behind the screen. The device is being replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to cracked and bleeding lcd glass. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.